Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test blood glucose due to an ¿error 7¿ message on the adc device with the test strips inserted. The customer experienced a loss of consciousness and was provided "sugar in sachets" by a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing for the precision strips has not been performed and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test blood glucose due to an ¿error 7¿ message on the adc device with the test strips inserted. The customer experienced a loss of consciousness and was provided "sugar in sachets" by a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.